Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump had a frozen display. The customer stated that his insulin pump had black stripes, partial display, and no button response, even after changing the battery. The customer also stated that the time on the clock did not progress and that no alarm had occurred. Nothing further was reported.